Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, service history, tracking and trending metrics, and product labeling. The service representative replaced the leaking r1 syringe, replaced the vacuum pump, replaced the r1 and r2 probes, cleaned the sample pipettor, and replaced the sample probe. Multiple parts checked and replaced, however the alinity pipettor probes were replaced as likely cause. A service history review for ai02017 revealed one additional discrepant result, opened to address false positive alinity I toxo igg. A review of the alinity I product monitoring found no similar issues or trend as described in this complaint. A 12- month search for similar complaints identified no adverse trends of sample pipettor wash cup (part number a-30107559-01) and syringe assy (rohs) part number 7-77650-06. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Patient identifier: the patient identifier for the second patient is (B)(6). All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive cmv igg results for two patients, when processing on the alinity I. The following data was provided: sid (B)(6): initial result 46.9 au/ml and retest was 0.3 au/ml. Sid (B)(6): initial result 29.0 au/ml and retests were 208.5 au/ml, 39 au/ml, 14 au/ml, <11 au/ml, and 0.5 au/ml. Both patients were treated with antibiotics. The medication was stopped after realizing the positive result was incorrect. There was no patient harm as a result of the treatment. No additional impact to patient management was reported.